Event description:
Customer reported that she was hospitalized on (B)(6) 2014 with high blood glucose of 444 mg/dl. She believes that the sensor contributed to the event since the sensor did not detect she had high blood glucose. Customer stated that she removed the sensor and was only able to use it for 3 days. Customer stated that the current blood glucose was 83 mg/dl but the sensor reading is 553 mg/dl. Customer called back later and stated that she was still experiencing sensor discrepancies. Sensor reading was 70 mg/dl but her blood glucose was 106 mg/dl. Customer checked the sensor glucose at the end of the call and it had been updated to 93 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-82236.